Event description:
It was reported that patient experienced a perforation from the right ventricular (rv) lead. It was also reported that the right atrial (ra) and right ventricular (rv) leads were not capturing at maximum output in both unipolar and bipolar. At explant it was noted that the ra lead was sensing only the ventricle. The patient was hemodynamically stable. The system was removed and two days later a new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 implantable pacing lead, (B)(6) 2013; sedr01 implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage.